Event description:
It was reported that this pacemaker was associated with a pocket infection. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Baseline testing completed on the device found no failing conditions. All testing completed on the device passed and therefore no problem was detected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was associated with a pocket infection. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.